Manufacturer narrative:
Correction: removed code 2993 - adverse event without identified device or use problem.

Event description:
It was reported that the patient presented for an unrelated cardiac procedure. During the procedure, it was noted that the patient's right atrial lead had perforated. Additionally, the lead exhibited high capture thresholds. The lead was repositioned during the same procedure on (B)(6) 2021. The patient was stable.